Event description:
The healthcare professional (hcp) of a clinical study reported that the patient experienced a lack of spinal cord stimulator (scs) efficacy. The outcome was resolved without sequelae. Interventions included suspending therapy and explanting the entire system. A physical exam showed that the scs was in position. The etiology was reported as unlikely related to the device or therapy and unlikely related to the procedure. The etiology was noted as pre-existing condition. The patient had back relief until (B)(6) and then chose to not charge or use the device any longer. The patient did not feel it was enough relief to continue therapy. Relevant medical history included: chronic low back pain, spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.